Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Provided x-ray images have been reviewed. No dislocation event is depicted. It was also not possible to draw any conclusion regarding subluxation. Although poly material wear is not unreasonable after more than 20 years implanted there are no unusual changes in the images over time. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot there is no evidence to suggest product error in material or manufacturing was a factor in the need for revision surgery after more than 20 years implanted. A manufacturing records review (mre) will not be performed even when lot code is known.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 concomitant med products, h6 health effect - clinical code. H6: appropriate term / code not available (e2402) is being utilized to capture musculoskeletal system (e16). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2000, the patient had a right press-fit arthroplasty to address pain, discomfort and stiffness secondary to osteoarthritits/labral calcification. Depuy components, including srom stem/sleeve were used during this procedure. Two screws were placed. Medical records from (B)(6) 2021 note the patient has been experiencing right hip instability. On (B)(6) 2021, the patient had a revision right total hip to address failed right total hip arthroplasty, secondary to eccentric polywear with polyethylene synovitis and recurrent subluxation. Depuy components were used during this procedure. The indications for surgery included pain and ¿probably has some impingement with secondary poly wear.¿ the surgeon reported finding eccentric polywear, with synovitis. The stem and cup had less than optimal anteversion and were revised. A cyst was noted in the iliopsoas tendon sheath and was debrided. Depuy components were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total hip to address polyethylene liner wear and dislocation/ subluxations. Date of implantation: (B)(6) 2000. Date of revision: (B)(6) 2021; (right hip). Treatment: revision of cup, liner, s-rom stem components and head.